Event description:
It was reported that a clinic had received a (B)(4) alert for capacitor charge time limit reached. Review of the device image showed a recent capacitor maintenance charge timed out during the turbo reform phase. It was noted that there have only been three lifetime charges and no frequent charging. It was suggested to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.